Event description:
The ventilator failed to cylce while connected to a pt. The apnea alarm activated. There was no pt injury. The bio-med dept operated the ventilator for 3 days and was unable to duplicate the reported problem. Internal # v96118.

Manufacturer narrative:
The deivce was evaluated and the reported problem could not be reproduced. The step motor developed a squeek during the evaluation and was replaced. The pc757 was replaced as a preventive measure. The device was returned to the customer.